Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive button. The customer's blood glucose value was unknown. Customer reported that she can press the center button for the main menu, she can unlock the insulin pump, but then the insulin pump was stuck on bw, she can not move down to manual bolus she can only go to bw or bg. Customer has removed battery and inserted a battery and nothing happened. Customer stated that now she can not unlock the insulin pump. Customer stated that numbers are not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was a response from a button. Down arrow was not working, center and back arrow are working. Customer stated down arrow was unresponsive. Customer stated pressing menu button takes them to the menu screen but unable to move up. Customer stated the issues frequency was constant. The device will be returned for analysis.

Manufacturer narrative:
Device responded to button presses. No unresponsive button noted during testing. During visual inspection, found the keypad connector on electrical board was properly locked. No damage to the keypad assembly noted. Device passed displacement test and self test.